Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp)battery has no storage capacity and needs to be replaced. There was no patient involvement reported.

Manufacturer narrative:
Corrected fields; d4(UDI). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse was waiting for accessories, replace the battery, make an appointment and go again, the instrument is running normally, the battery storage is poor. The fse reported that the equipment has been repaired, the hospital replaced the battery by itself, no order report, no accessories returned.

Event description:
N/a